Event description:
An evar revision procedure was undertaken (B)(6) 2014, on a patient with continued aneurysm expansion following initial treatment with a gore excluder endograft on an unknown date. Endoanchors were used to secure the proximal aspect of the endograft during the revision procedure. Pre-op CT angiography demonstrated a well-placed endograft, an endoleak of unconfirmed origin, and a maximal sac diameter of approximately 8 cm. The revision procedure was completed unremarkably and included deployment of 10 endoanchors within the proximal sealing zone of the endograft. Subsequent follow-up CT scans at one and two months post-operatively demonstrated a similar endoleak and continued sac expansion. On the basis of these scans, an open surgical conversion was performed in (B)(6) 2014, which involved removal of a portion of the excluder endograft. The source of the endoleak was not identified during the conversion procedure. The endoanchors and the most proximal aspect of the endograft were left in place and the surgical graft was sewn to the main body of the excluder device. The patient reportedly tolerated the operation well and was discharged in good condition. Based on a post-operative review of the CT imaging, in combination with details of the revision procedure and the surgical conversion, it is believed that the endoleak leading to continued sac expansion was not a type I endoleak.

Manufacturer narrative:
There was no allegation of a device defect or malfunction during the procedure in which the endoanchors were implanted. Disposable components of the system were discarded at the time of the implant procedure and were not available for analysis. The endoanchors were not explanted during the surgical conversion procedure; thus, they were also not available for analysis.